Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the pt never used her cochlear implant system consistently. She recently contacted the surgeon (date not reported) and requested the device be explanted due to tinnitus and pain around the implant site. The device was explanted in 2007. The pt was not reimplanted.